Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. No issues were noted with the clamp arm interface; the clamp arm opened and closed normally.

Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be opened. Another device was used to complete the procedure. There were no adverse consequences for the patient.